Event description:
The customer contacted physio-control to report that during a recent patient event, their device constantly gave a "connect electrodes" message, indicating that the device was not detecting that the patient was connected. As a result, defibrillation was not possible. The patient had been sedated for an unknown procedure and the device was necessary to "bring them back," per the customer. A backup device was in the room and used to continue patient care with minimal delay. The patient survived the event and there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were available.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio opened the device for an internal examination and observed that a pcb-mounted jack connector, designator j14 was not properly seated on the device's therapy pcb assembly. Physio reseated j14 to the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.